Event description:
It is reported that the pt was revised due to a failed hip.

Manufacturer narrative:
Eval summary: neither operative notes nor x-rays have been provided for review. The component fit and orientation per the surgical technique is unk. No photos of the revised devices, or the devices themselves, have been returned for review; therefore their actual conditions are unk. A competitor's hip resurfacing system is noted in the legal documentation as being implanted in conjunction with a zimmer stem. This would be considered an off-label use of the devices as zimmer has not tested the compatibility of this combination of devices. With the info provided, it is not suspected that the zimmer stem failed to meet specs. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.